Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapsed. Following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention and urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 08/17/2017 it was reported that following insertion the patient experienced urinary urgency and frequency.